Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the syringe pump was programmed for a dopamine infusion (3mcg/kg/min, 0.3ml/hr) and it took approximately 4 hours for the device to alarm for downstream occlusion--the extension tubing was discovered to be clamped. The patient did not receive any drug over this 4 hour period, which resulted in hypotension. After discovering the event, the dopamine was titrated and the patient's bp stabilized. No patient harm reported.

Manufacturer narrative:
The customer¿s report that the syringe module took four hours for the device to alarm for a patient-side occlusion was not confirmed. Although the customer reported that the tubing was left clamped 4 hours prior to the occurrence of the occlusion alarm, the event log cannot be used to determine when the tubing was clamped. Review of the event log does show that in the hours before the occlusion alarm occurred, the rates of the infusion varied between 0.5ml/hr and 0.3ml/hr. Depending on the customer defined occlusion pressure limits, infusions at these low rates may take an extended amount of time to alarm. The event log from the associated pcu, for the dates surrounding the time period in question, found the customer's configuration for pressure limit using the pressure sensing disc is set at 1000mmhg, and the limit for no disc is set to ¿high¿. Further review of the log found that on (B)(6) 2015 at 12:24pm, dopamine 1600mcg/1ml was programmed using guardrails for a dose of 5mcg/kg/min, and a vtbi of 1ml. The syringe selected was bd plastipak 50/60ml. The patient weight was (B)(6). The pressure sensing disc on the administration set was installed in the device. At 2:32pm on (B)(6) 2015, a new bd plastipak 50/60ml syringe was loaded, the infusion was restored however the log shows there was no pressure sensing disc present from this point on. At 11:26pm, the device alarmed for occlusion/patient pressure. The alarm was silenced; the infusion was then restarted, and the device was then immediately channeled off. During lab testing the event programming was recreated; with the device programmed to infuse at 0.3ml/hr an occlusion alarm occurred in approximately 5 hours and 25 minutes, with a volume of 1.6178ml recorded as infused before the alarm. The specification for time-to-occlusion with a ¿high¿ pressure limit selected is 1ml/hr occludes in less than or equal to 120 minutes. At a rate of 0.3ml/hr, the calculated time-to-occlusion is less than or equal to approximately 6.5 hours. It should be noted that the time to alarm specification is shorter when the pressure disc is used. When the device was tested again at a higher rate the occlusion alarm occurred in less than 2 minutes, which is within specifications when the device infusing without a pressure disc at a ¿high¿ pressure limit setting. Visual inspection of the module, the pcu and the administration set observed no anomalies. During lab testing, the module passed all tests and produced alarms within specifications. The proximate cause of the unit not alarming as expected for occlusion is determined to be the result of insufficient settings for pressure occlusion limits within the customer defined device configuration. For the user to gain greater control over pressure alarms and time-to-occlusion, use of a pressure disc is recommended. With a pressure disc properly installed, the system provides an occlusion pressure range of 25 ¿ 1000mmhg; in order to reduce the time-to-alarm for occlusion, the ¿pressure limit selection (disc)¿ would have to be need to be adjusted to a lower limit.